Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion with 90 percent stenosis degree. The stent could not pass the lesion and was withdrawn.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Judging from the x-ray markers the stent is not displaced. The stent does not show any damage or irregularities. The crimped diameter of the stent still complies with the specification. Review of the product release documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.